Event description:
#Medwatcher #(B)(4). Ever since I had it done my right side ovaries is always in pain. I can't enjoy my sex life cause of being in pain on my right side ovaries. I get sharp shooting pains. My back hurts I'm always in different moods swing my period hurts a lot more now and it's in clots. I get headaches time to time.